Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received a low battery message. Over time the pt no longer received stimulation. The pt is scheduled to undergo surgical intervention. Attempt to gather add'l info was unsuccessful. No further info is available at this time.